Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The air and o2 gas modules were replaced as well as the nozzle units. The ventilator then passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. Provided ventilator logs confirm the reported alarms for high o2 concentration. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).